Event description:
During a procedure with the tenex system, a portion of the microtip needle separated from the rest of the handpiece.. The procedure was c ompleted with another microtip. There were no patient complications.

Manufacturer narrative:
The device was returned and evaluated. It was confirmed that the microtip needle had separated from the rest of the handpiece. Due to the state in which the device was received, functional testing could not be performed. The fracture site was located approximately halfway down the needle and appeared to be due to a random defect in the material.